Event description:
On (B)(6) 2015, a customer reported that an abo mistype occurred on galileo (B)(4).

Manufacturer narrative:
A review of the image result files showed strong positive results with anti-a, anti-a,b, anti-d series 4 and anti-d series 5 reagents. The test well for anti-b had a small area of unresuspended red cells causing the 1+ reaction; the b cells showed slight reactivity with a clearing around the edge of the well and a more dense center than the a cells. An immucor field service engineer replaced the transport assembly and performed the unexpected reactions checklist, and daily and weekly maintenance. Three positive and three negative samples were tested and resulted as expected. The instrument is operating within specifications.